Event description:
It was reported patient never achieved effective therapy with his lead since it was implanted . Diagnostics were unremarkable. X-rays showed no fracture or migration . To address the issue patient underwent surgical intervention were one lead was replaced and effective therapy was restored .